Manufacturer narrative:
Preventative maintenance will be performed on the device, and the device will be returned to the customer after passing final inspection.

Event description:
It was reported that during testing conducted at the manufacturer facility that the device was running without user activation and would run in the wrong mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow-up submitted to report investigation results.

Event description:
It was reported that during testing conducted at the manufacturer facility that the device was running without user activation and would run in the wrong mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.